Event description:
It was reported that patient presented in the hospital after receiving an alert for extended charging time. Capacitor reformation was automatically stopped by ICD and was unsuccessful. The device was then explanted and replaced. Patient was fine.

Manufacturer narrative:
The reported extended charge time was not confirmed in the laboratory. The device was tested using automated test equipment no anomalies were found. The cause of the field event could not be determined.